Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could see the navigation system, the 3d spin went as expected, butan error message occurred on the imaging system and the image did not auto transfer to the navigation system. Site tried to manually push the image to the navigation system and was unable to. Verified that there was communication between the two systems. A second spin was taken and successfully transferred. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected an error condition with regards to the registration of the imaging volume and halted data transfer to mitigate the potential harm to the patient associate with navigating on an unregistered volume. The issue is resolved by retaking another image. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. This complaint requires further review for compliance with 21 cfr 1002 & 1003. If information is provided in the future, a supplemental report will be issued.